Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MDR#6000093-2007-01533. It was reported that 5 days post a coronary drug eluting stenting treatment procedure, pericarditis occurred. The lesion being treated was located in the proximal and mid left anterior descending (lad). There was a 90% stenosis with no calcification and moderate tortuousity. The lesion vessel diameter was 3.0-3.5mm. The physician predilated the lesion with a 2.5mm balloon catheter of unknown type. The physician then deployed a 3.00x24mm taxus express2 drug eluting stent in the distal lad at 14 atms for 20 seconds. Next, the physician deployed a 3.50x12mm taxus express2 drug eluting stent in the proximal lad at 14 atms for 20 so seconds. Then, the high lateral artery was dilated using a 1.3x15mm non-bsc balloon. The physician then post dilated the taxus stents with a 3.5x15mm non-bsc balloon. The physician then performed the kissing balloon technique with a 3x15mm quantum balloon and a non-bsc balloon. The procedure was completed without any patient complications. Five days later the patient presented with symptoms resembling cardiac tamponade, and became ingravescence. The physician confirmed that the patient was suffering from pericarditis, which was treated with steroids. The patient condition is listed as stable and the patient was released from the hospital. The physician could not determine the relationship between the event and the taxus stents.